Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed a bent pin on cable connector at back of ventilator display. The pin was straightened and reconnected, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed during pre-use checkout and lost the ability to mechanically ventilate. There was no report of patient involvement.